Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead and right atrial (ra) lead became dislodged. The rv lead also exhibited loss of capture and the ra lead exhibited high thresholds. The leads were revised and remain in use. No patient complications have been reported as a result of this event.